Event description:
Patient representative reported right side ¿deformation of the breast could also be detected, implant had cracked and the liquid had leaked out," and ¿difficulty concentrating.¿ patient representative additionally reported migraine attacks, nausea, dizziness, muscle pain during exercise, pain when moving, chills, vision has also worsened, a worsening of 0.25 diopters to 2.50 diopters was found, affected by the external appearance of the current breasts without implants," and ¿poisoning of the body with the corresponding symptoms," all not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.